Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626221) inserted for female sterilisation. The patient's medical history included menometrorrhagia, cervicitis, dysmenorrhea, endometrial ablation, uterine leiomyoma and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: there were three coils visible on one side, seven coils visible on other side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis a uterus and cervix, hysterectomy proliferative phase endometrium superficial adenomyosis leiomyoma metallic essure coils present mild chronic cervicitis, nabothian cysts b. Fallopian tube, left, salpingectomy benign fallopian tube intraluminal histiocytic, see comment c. Fallopian tube, right, salpingectomy benign fallopian tube with paratubal cyst diagnostic comment: b. The left fallopian tube has been entirely submitted. Pan cytokeratin is negative in these intraluminal cells. Gross description: r. Mucinous cysts are present within the endocervix. The endometrial cavity is 2.0 x 1.0 cm fined by a thin red endometrium of 1 mm or less. A myometrial nodule at the level of the lower uterine segment is present. It measures 1.5 cm in diameter. The myometrium is up to 1.8 cm in thickness. Sectioning of both cornus reveal the presence of a metallic coli. Received in formalin is a fallopian tube measuring 5 cm in length x 5 mm in diameter. Sectioning is unremarkable. Received in formalin is a 3.5 an fallopian tube measuring 6 mm in diameter. A 1.2 cm serous cyst is present adjacent to the fallopian tube. Sectioning is otherwise unremarkable. Fimbriae are present. Lot number: 626221 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-jan-2021: mr received. Reporter information, lot number added. Event medical device removal updated to event pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626221) inserted for female sterilisation. The patient's medical history included menometrorrhagia, cervicitis, dysmenorrhea, endometrial ablation, uterine leiomyoma and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: there were three coils visible on one side, seven coils visible on other side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis a uterus and cervix, hysterectomy proliferative phase endometrium superficial adenomyosis leiomyoma metallic essure coils present mild chronic cervicitis, nabothian cysts b. Fallopian tube, left, salpingectomy benign fallopian tube intraluminal histiocytic, see comment c. Fallopian tube, right, salpingectomy benign fallopian tube with paratubal cyst diagnostic comment: b. The left fallopian tube has been entirely submitted. Pan cytokeratin is negative in these intraluminal cells. Gross description: r. Mucinous cysts are present within the endocervix. The endometrial cavity is 2.0 x 1.0 cm fined by a thin red endometrium of 1 mm or less. A myometrial nodule at the level of the lower uterine segment is present. It measures 1.5 cm in diameter. The myometrium is up to 1.8 cm in thickness. Sectioning of both cornus reveal the presence of a metallic coli. Received in formalin is a fallopian tube measuring 5 cm in length x 5 mm in diameter. Sectioning is unremarkable. Received in formalin is a 3.5 an fallopian tube measuring 6 mm in diameter. A 1.2 cm serous cyst is present adjacent to the fallopian tube. Sectioning is otherwise unremarkable. Fimbriae are present.. Lot number: 626221 manufacturing date: 2007/11 expiration date: 2009/10 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.